Event description:
It was reported that the patient had inadequate stimulation due to lead migration. An x-ray was taken and confirmed migration and that the lead was out of the epidural space. The patient underwent a revision procedure in which the lead was repositioned, and a second x-ray confirmed the lead to now be in the correct area.

Event description:
It was reported that the patient had inadequate stimulation due to lead migration. An x-ray was taken and confirmed migration and that the lead was out of the epidural space. The patient underwent a revision procedure in which the lead was repositioned, and a second x-ray confirmed the lead to now be in the correct area.